Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor message was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition, signal loss over one hour was found. The probable cause of the signal loss could not be determined. The reported event of a replace sensor message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.